Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported door issue, which was reproduced as a load set message. The messages were found to be caused by a failed upper hook switch on the upper auxiliary assembly. The failed upper auxiliary assembly was replaced.

Event description:
It was reported that a spectrum pump did not recognize a closed door. Any patient involvement, injury or medical intervention is unknown.